Manufacturer narrative:
Investigation: the described situation is adequately addressed in the instructions for use (IFU) and/or on the label and the product deficiency is not related to falsification. The complaint sample was not available and no meaningful pictures were attached. Due to 100% testing, it is highly unlikely to detect a failure in the retention sample. Although our dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leakages due to adverse environmental conditions or mechanical stress during treatment can occur in very few cases. Batch record investigation (DHR) showed products have been inspected according to the inspection protocol and were found conforming to specifications. No indication for any relationship with the reported failure mode has been found during the review.

Event description:
It was reported that after five minutes of treatment the nurse noticed an internal blood leak from the blood compartment to dialysate compartment during a patient¿s hemodialysis treatment. The patient experienced approximately 50ml blood loss. The sample is available for evaluation. Additional information requested but has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that after five minutes of treatment the nurse noticed an internal blood leak from the blood compartment to dialysate compartment during a patient¿s hemodialysis treatment. The patient experienced approximately 50ml blood loss. The sample is available for evaluation. Additional information requested but has not been obtained.